Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -5.08% without claves, the accuracy reading was -8.02%. , with the walkmed bag the accuracy reading was -5.04% , the mod test was -0.03%. And the bench test accuracy reading was -4.3% .there was no patient involvement.